Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the clip grasped and locked onto tissue; however, the clip was difficult to disengage from the catheter to deploy. It was reported that the handle was not closed enough to disengage from the deployment catheter. Eventually, by opening and closing the handle again and rotating the catheter, the clip was able to release and deploy onto tissue. The procedure was completed with this device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.